Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty and frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned due to facility policy.